Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer and the reported glidescope avl video baton 3-4 used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton but was unable to confirm the reported intermittent image issue. When connected to known, good, test verathon equipment, the video baton worked as intended with no intermittent image issues found; however a crack was identified on the video baton lens housing. Upon review of the device history for the serial number "(B)(4)" it was determined that the device was manufactured on february 6, 2018 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope avl video baton 3-4. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device (five years) may have caused or contributed to the event. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation, the device was scrapped, due to the customer already being provided a replacement and there being no repairs available for this device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image intermittently disappeared and was glitching out. No delay in the procedure, use of a backup device, or harm to the patient was reported.